Manufacturer narrative:
(B)(4). Devices 1: rt266, lot number 2100007190, date of manufacture 17 november 2015. Devices 2: rt265, lot number 150501, date of manufacture 01 may 2015. Method: one complaint rt266 infant evaqua 2 breathing circuit and one complaint rt265 infant evaqua 2 breathing circuit kit were returned to fisher & paykel healthcare in (B)(4) for investigation where they were both visually inspected. The complaint rt266 circuit was additionally pressure tested. Additionally six sealed rt266 (lot number 2100007190) and five sealed rt265 (lot number 150501) breathing circuits were returned to fisher & paykel healthcare in new zealand where they were visually inspected. Results: visual inspection revealed that the expiratory limb patient end connector collar of the complaint rt266 breathing circuit was cracked and that there was no visible damage to the evaqua 2 tubing. Pressure testing of the complaint rt266 breathing circuit revealed that the circuit was outside of specification. The inspiratory and expiratory limbs of the complaint rt265 breathing circuit kit were not returned, hence the fault was unable to be confirmed. No fault was found with any of the returned components of the complaint rt265 breathing circuit kit. No damage was found upon visual inspection of the returned sealed circuit kits. A lot check revealed no other complaints of this nature for the lot numbers provided. Conclusion: based on the nature of the cracking and previous investigations into this type of failure, the cracking is most likely due to the connector coming into contact with a cleaning chemical, resulting in environmental stress cracking. All rt266 & rt265 infant dual heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The subject infant breathing circuit would have met the required specifications at the time of production. Our user instructions that accompany the rt266 & rt265 infant dual heated evaqua2 breathing circuit state the following: - "check all connections are tight before use." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "set appropriate ventilator alarms." The user instructions also state the following: - "do not soak, wash, sterilize or reuse this product. Avoid contact with chemicals, cleaning agents or hand sanitisers."

Event description:
A hospital in (B)(6) reported to fisher & paykel healthcare (fph) that a patient on a ventilator suddenly began to find it harder to breathe whilst using an rt266 infant dual-heated evaqua2 breathing circuit. It was reported that the nurse checked the connections and found that the circuit connector was cracked. A similar incident was later reported involving an rt265 infant dual-heated evaqua2 breathing circuit. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Device 1: lot number 2100007190, date of manufacture: 17 november 2015. Device 2: lot number 150501, date of manufacture: 01 may 2015. The complaint breathing circuits are expected but have not yet been delivered to fisher & paykel healthcare in (B)(4) for evaluation. We will provide a follow up report upon completion of our investigation. No patient consequence was reported.

Event description:
A hospital in (B)(6) reported to fisher & paykel healthcare (fph) that a patient on a ventilator suddenly began to find it harder to breathe whilst using an rt266 infant dual-heated evaqua2 breathing circuit. It was reported that the nurse checked the connections and found that the circuit connector was cracked. A similar incident was later reported involving an rt265 infant dual-heated evaqua2 breathing circuit. No patient consequence was reported.